Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned liner finds evidence to support disassociation of the liner and cup while implanted. There is evidence of edge loading leading to failure of the polyethylene material and subsequent disassociation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Split in several parts and is loose in the pinnacle cup.